Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose reached 600 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling sick from their high blood glucose. Troubleshooting found the customer had several no delivery alarms in their alarm history. The customer stated they were able to resolve the no delivery alarms with a complete set change. Customer declined to perform a high pressure test on their insulin pump. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer's blood glucose was 392 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.